Manufacturer narrative:
The patient experienced this peritonitis event on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to a bacterial infection (no further detail). On unreported dates, the patient was hospitalized and began treatment for the peritonitis with cephalosporin (dose, frequency, route and duration were not reported). It was reported that pd therapy was ongoing during the treatment. On an unspecified date, the patient was recovered from the event. No additional information is available.